Event description:
It was reported that the pulse generator could not be interrogated. Magnet rate was -just a touch- above 70 pulses per minute (ppm). End of life (eol) magnet rate is 67 ppm. As the device was nearing eol, it was explanted and replaced.